Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported physical damage to insuling pump. Customer states that there is a crack on the screen. Customer's blood glucose is 124 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.